Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced high blood glucose level after the infusion set was replaced due to air bubbles in the reservoir event on (B)(6) 2026. The patient's blood glucose level was treated with a corrective insulin bolus. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.